Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was not done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. Vacuum pressure when testing pre-procedure was 550 mmhg (with finger and without). Lubricant was used for capsule placement. The delivery system and capsule will be returned. The cause of the failure to attach was unknown. A repeat procedure was performed. There was no harm caused to the patient and no intervention was required.